Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been having a ton of accidents in the past month and wanted to know if there was something going on with their interstim. Patient said return of symptoms was sudden and they couldn't think of why they would have a return of symptoms. Patient said they have had more stress but otherwise didn't know why they had a return of symptoms. Patient said they kept changing the programs and they would feel the stimulation sensation once in a while but then an hour later they wouldn't feel anything. Agent reviewed therapy information and general programming guidance with patient. Patient was on program 3 at 1.4v and increased stimulation to 1.5v and said they felt the stimulation in the bicycle seat area. Patient mentioned they had an appointment with their healthcare provider today regarding the interstim and they think an mdt rep will be there. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their health care provider to further address the issue. Patient mentioned they start pelvic floor therapy on (B)(6) 2025.